Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed out pump supplies to address the alarms. Customer reverted to manual insulin therapy. Customer's blood glucose was reported as up to 222 mg/dl.